Event description:
The facility representative reported a colleague infusion pump with an "error code 810:11." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, it is unknown it there was any patient involvement. However there was no patient injury or medical intervention reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device is reported to be available. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 810:11 was confirmed and reproduced during product evaluation. The root cause was an out of calibration air in line (ail) printed circuit board (pcb). The ail pcb was recalibrated to correct reported condition. Should additional information become available, a follow-up medwatch will be submitted. This device is a remediated colleague pump with a user interface module software version of 6.13.92.